Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that there was a lead issue. After the lead was deployed, there was blood inside the inner coiling and could not be cleaned or determined what happened. The hcp and staff noticed the blood inside the coiling. They retested the lead and no longer achieved optimal results intraoperatively. The lead was removed and replaced before the battery was placed and they finished the procedure. The issue was resolved and the lead was returned. The patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Product ID 3889-28, lot# va0unyf; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician.